Event description:
Reporter described the following: a nurse had just completed administering an immunization to a hospital employee and was in the process of disposing of a needle/syringe into a sharps disposal container. According to the reporter the sharps disposal container was located on top of a counter, and the nurse was holding it with her left hand. With the needle/syringe in her right hand, the nurse pulled the container lever with her right fifth finger. Reportedly, as the lid door opened a previous undisposed needle/syringe "came out" and stuck her in the right second finger.